Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a non-medtronic valve, a non- medtronic sheath and the medtronic delivery catheter system (dcs) were inserted without issue; however, the dcs was unable to cross the non-medtronic valve due to the inability to steer the dcs and the nosecone of the dcs became caught on the upper frame of the non-medtronic valve. Multiple attempts were made using both medtronic and non-medtronic guidewires, but the dcs was unable to cross the valve. The valve and dcs were withdrawn from the patient; a sheath was placed and another manufacturer¿s product was used for implant. Upon removal of the sheath, the patient decompensated; bleeding was noted in the iliac artery and a portion of the aorta. The patient subsequently died during the surgery. It is unknown if an autopsy was performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the delivery catheter system (dcs) was unable to cross the non-medtronic sapien valve. Difficulties advancing the dcs through the vasculature is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the dcs was getting caught on the upper frame of the sapien valve. Advancement difficulties do not typically indicate a device issue. Cine films were returned. The cine films cannot confirm or deny the use of shockwave technology or that the sheath and device was inserted without difficulty. The cine films can confirm that the loaded valve was inserted into the body and was unsuccessful in crossing the sapien valve already in place, reason unknown. The wire initially is very shallow in the left ventricle when the valve is attempting to cross the sapien valve and not providing much support. The valve is eventually retracted to the aortic arch. The films cannot confirm or deny that the wire was switched between safari and confida. The films cannot confirm or deny that another valve was used for implant or that there was bleeding at the level of the iliac artery. The films cannot confirm or deny the patient expired. Vascular complications such as bleeding are known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). As per the additional information received, ¿it¿s unclear if the dcs caused or contributed to the death. An angiogram was not performed after the removal of the dcs and prior to the insertion of the e-sheath; therefore, it is unknown when the tear happened.¿ there was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. If information is provided in the future, a supplemental report will be issued.